Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported being hospitalized due to low blood glucose of 40mg/dl by the time the paramedics were called. The customer mentioned having problems with the insulin pump. The caller stated that he possible had a seizure and has been in therapy for the past two weeks. The customer mentioned that he was receiving a no delivery alarm. Then the customer's father took over the call and stated that his son has been in the hospital for the past month and needs to get the insulin pump functioning. The father stated that the device was not in use for a month. No further information was provided.